Event description:
Reportability changed based on product analysis completed on 5/28/08. It was reported that during a procedure for drainage of a hepatic abscess, withdrawal difficulties were encountered. The amplatz guide wire was introduced to remove an 8fr flexima catheter. A 10fr flexima catheter was then introduced. When the physician attempted to remove, this amplatz guide wire, the wire seemed to catch. By pulling strongly the wire was able to be removed. Upon removal, it was noted that the wire had lost its spiral shape. No wire breakage was reported. The procedure was completed with the placement of the 10fr flexima catheter, and no complications were reported. Pt status was reported as 'good'. Product analysis found a wire fracture.

Manufacturer narrative:
The guide wire was received locked-up into the catheter. The catheter was submerged in a warm water bath to help facilitate the removal of the guide wire. Visual inspection was performed and it was observed that the distal tip section showed evidence of being unraveled. Upon closer examination, it was observed that the core wire exhibited evidence of being fractured. Samples were submitted to the sem lab for further analysis. Both fracture surfaces exhibited elongated dimple ruptures in a torsional direction. No material anomalies were noted. Conclusion: the core wire fractured as a result of a torsional overload. The device history record was reviewed and found to meet all requirements. The records indicate no issues or anomalies were identified. All records indicated that the product was final insepection tested at miami facility and determined to be acceptable. The root cause for the fracture core wire is related to torsional overload factors that compromised the integrity of the core wire shaft, thereby causing the separation. Clinical practice or procedural factors may have impacted or contributed to the event as reported, therefore, the root cause determination is operational context.